Event description:
It was reported the tube cit plh 13x75 1.8 plbl l/bl .109 experienced under-fill or low draw of a tube with blood. The following information was provided by the initial reporter. It is reported customer experienced under filling when using vacutainer during survey. Verbiage received, - "note: during post marketing surveillance phone call, customer complained of having frequent sample underfill during collection with bd vacutainer® sodium citrate light blue top tube. Bd has not been contacted about this. Customer would like to know if there is a solution to this. 29-jan-2021: customer stated "the citrate tubes underfill if the air is not removed from the tubing in the butterfly sets by drawing a tube before the citrate tube to displace the air in the tubing," customer states he does not want to waste another citrate tube and was not aware bd makes a discard tube for this purpose.

Manufacturer narrative:
H.6. Investigation: bd had not received samples or photos from the customer for evaluation. Additionally, bd was unable to determine the specific lot number associated with this complaint; therefore, a review of the device history record could not be conducted. The complaint could not be confirmed and the root cause is undetermined. : see h.10.

Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. Device manufacture date: unknown. (B)(4). Investigation summary: bd had not received samples or photos from the customer for evaluation. Additionally, bd was unable to determine the specific lot number associated with this complaint; therefore, a review of the device history record could not be conducted.

Event description:
It was reported the tube cit plh 13x75 1.8 plbl l/bl .109 experienced under-fill or low draw of a tube with blood. The following information was provided by the initial reporter. It is reported customer experienced under filling when using vacutainer during survey. Verbiage received, - "note: during post marketing surveillance phone call, customer complained of having frequent sample underfill during collection with bd vacutainer¿ sodium citrate light blue top tube. Bd has not been contacted about this. Customer would like to know if there is a solution to this. (B)(6) 2021 : customer stated "the citrate tubes underfill if the air is not removed from the tubing in the butterfly sets by drawing a tube before the citrate tube to displace the air in the tubing," customer states he does not want to waste another citrate tube and was not aware bd makes a discard tube for this purpose.